Event description:
The patient reported that the audio bolus button did not activate pump function when pressed. The animas representative advised the patient that if other buttons are not responding or the pump is not responding to button presses to discontinue pump therapy and switch to a backup plan. The patient does not clean the pump and the issue was not resolved. There was no reported patient impact associated with this complaint. This complaint is being reported based on the patient's allegation of an audio bolus button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2014 with the following findings: the audio bolus button cover was missing from the pump. The ok and contrast keypad buttons were unresponsive to user presses. Contamination was found under all of the keypad button contacts. Damage was also found to the keypad wire near the contrast key. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.